Event description:
It was reported that the patient experienced discomfort at the pump pocket. The patient did not experience any other symptoms. On (B)(6) 2015. The patient underwent a revision to relocate the pump. The catheter was also revised in order to reposition the pump. There were no device issues related to the event; the pump was merely relocated to give the patient more comfort. No troubleshooting or any other actions were taken. Following the revision, the patient was better with a more comfortable pump location and the therapy had been effective. The device system delivered fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).